Manufacturer narrative:
(B)(6). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that capsule tear occurred between the 2 o'clock to 3 o'clock during the surgery on (B)(6) 2018. Additional information was requested to no avail. This report is 2 of 2.

Manufacturer narrative:
Correction: device manufacture date- manufacturing site reported manufacturing date as year 2015 (year only) additional information: account reported vitrector was not used. The event occurred in the right eye and there has been no problem with patient outcome.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.